Event description:
It was reported that the patient with this right ventricular (rv) lead experienced blood loss or hemorrhage secondary to lead slack attributed to tricuspid regurgitation. This rv lead remains in service. No additional adverse patient effects were reported.